Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced occlusion alarm in which there was blockage at the site due to infusion set cannula bent and there was slight redness event on (B)(6) 2026.